Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neurostimulator (ins) wasn¿t holding a charge. The patient reported that she would have to recharge every couple of days. The patient reported that the ins was too deep and she was never able to make a good connection. The patient reported that a manufacturer¿s representative (rep) was aware of the ins being too deep maybe a week or two after ¿initial hook-up¿ to the device. The patient reported that she had the ins replaced on the day prior to the report due to the reported issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the neurostimulator (ins) was holding a charge properly but the ins seemed too deep, so the patient had been referred back to the surgeon for a pocket revision. The rep also reported that the patient fell in december and landed on the ins. The rep reported that impedances and programming were great, but the patient only got 4 bars, so it took extremely long to recharge. The rep reported that they attempted recharging and was only able to get 2 bars. The rep reported that they would consider the issue resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. The patient stated they were having issues and think they stimulator needs to be reprogrammed. Patient clarified the issues, stated that the neurostimulator (ins) periodically was not holding a charge as long as it usually does. Patient stated she usually charged once per week on sundays, but sometimes the ins needed to be charged in 2 days. Patient stated she usually turned stimulation down at night and back up in the morning. Patient stated that periodically she would go to turn stimulation back up in the morning but was unable to because the ins needed to be charged. Patient stated that this had been mid-december. Patient services (pss) advised to have the scs system checked at the hcp office after falls. Patient reported they fell on ice and hit back/head. Patient has an appointment for friday. No further complications were reported/anticipated.